Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin programmer exhibited audible spark and pop sounds. The device was shut off and could not power up again. The device was replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.